Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The device had been filled with fluorouracil 3150mg in 115ml sodium chloride 0.9%. It was further reported that the balloon was still full after the expected forty-six hour therapy duration and no 5fu was flowing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 22, 2021 - september 23, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse. The device had been filled with fluorouracil 3150mg in 115ml sodium chloride 0.9%. It was further reported that the balloon was still full after the expected forty-six hour therapy duration and no 5fu was flowing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.